Event description:
On (B)(6) 2013, it was reported that high impedance was seen during diagnostics. The patient¿s device was not programmed off. The patient was referred for x-rays and revision. A.p. Chest and a.p. Neck and lateral neck x-rays of the vns patient were received and were reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angle was found, but a lead break was found in the negative coil, just above the lead bifurcation. Review of programming history shows that a system diagnostic on (B)(6) 2012 was within normal limits (dcdc=2). It was later reported that diagnostics were taken again and were okay. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, a gross lead discontinuity was visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient has been experiencing an increase in seizures. It was reported that the seizures occur practically every night. It was reported that high impedance was observed. Attempts to obtain additional information have been unsuccessful to date.